Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The scope failed the water dunk test due to a hole found at the bending section cover. The bending section cover was punctured from a broken bending section skeleton that protruded out of the bending section cover. The phenomenon was due to excessive force. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the uretero-reno videoscope failed the leak test at reprocessing. No patient injury reported. During the evaluation of the device, it was noted metal was protruding from the broken bending section skeleton. This report is to capture the reportable malfunction of metal was protruding from the broken bending section skeleton noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to excessive force. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.